Event description:
Device has been explanted.

Manufacturer narrative:
Continued: phone number: (B)(6) a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Physician reported implant rupture. Unknown location of device, this relates to an unknown side.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 06/28/2024.

Event description:
Physician reported implant rupture. Unknown location of device, this relates to an unknown side.